Manufacturer narrative:
Device received no button response due to corroded keypad traces. Unable to verify audio or vibrate anomaly due to no button response. No blank display noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received stuck button screen popped up and now the screen was black and the insulin pump was vibrating and beeping. Customer¿s blood glucose was 202 mg/dl. Customer states they was unsure if they pressed a button down for 3 minutes or longer. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will not be returned for analysis.